Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump alarmed button error. The customer¿s blood glucose was 319 mg/dl at the time of incident. Customer stated that the insulin pump alarmed button error and the buttons were unresponsive. Customer stated that the insulin pump could have been exposed to moisture that led to button error or keypad anomaly. Button error troubleshooting was performed and confirmed that time is not advancing even after the battery has been changed. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is not expected to return for analysis.